Manufacturer narrative:
1038671-2024-00650. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2021 approximately 4 years and 5 months after initial implant. No images were provided. There is no device information provided. There is no other information available.